Event description:
It was reported to nova biomedical that a consumer required medical intervention when she obtained her high blood glucose readings days following her surgery. When tested by the emts, her blood glucose was normal. During the call to customer support, the consumer admitted that she does not run regular control solution tests on their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. Meter and test strips will be returned for evaluation.